Event description:
It was reported that noise, muscle stimulation, and insulation anomaly were observed. The report also notes that sometime after implant, the lead was surgically repaired due to pocket infection. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.